Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. It was reported that the battery could not be charged. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different usb cable. Customer¿s blood glucose value was 147 mg/dl.